Manufacturer narrative:
B3: unknown; no information was provided. H3: one pump was returned for analysis in used condition. Visual inspection found that the downstream occlusion (dso) seal was damaged. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of the event history log shows error 46440. Functional testing was able to duplicate the error. The investigation determined the cause of the issue was the damaged dso seal. The dso seal was replaced, along with the defective dso sensor and bezel.

Event description:
It was reported that there was an issue with the downstream occlusion (dso) seal. Analysis of the device found the dso seal was damaged. There was unknown patient involvement.